Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply and carrier com express board were replaced to resolve the issue.

Event description:
The hospital reported a loss of mechanical ventilation at the start of a case. The patient was switched to manual ventilation, unit restarted, and case resumed. There was no report of patient injury.